Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation due to stress urinary incontinence, pelvic organ prolapse, and cystocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, and vaginal scarring. It was reported that patient underwent mesh revision and elevate anterior cystocele repair on (B)(6) 2010 due to exposed mesh and cystocele. It was reported on (B)(6) 2012 the patient experienced urethral hypermobility, vaginal wall prolapse with rectocele. There was no exposed or eroded mesh in the vagina seen upon exam. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.